Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 460 mg/dl. Customer stated they were getting insulin flow block alarm. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. Insulin exited during 5 unit fixed prime or fill cannula. Customer was assisted with troubleshooting for high blood glucose as well as insulin flow block. The device will not be returned for analysis.